Manufacturer narrative:
The lens was returned in a biohazard bag. Solution was dried on the lens. Both haptics were bent in the distal area. The optic was cut into pieces, typical of insertion and removal. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicated the use of a qualified cartridge and a non-qualified viscoelastic. The associated handpiece was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported "lens displacement" complaint. The position of the lens while in the eye cannot be determined. The file indicated the use of a viscoelastic that is not qualified for the lens/cartridge combination used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company model IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The file indicated that the ccw0t5 (3.00cyl),13.0 diopter lens model was replaced with a ccw0t9 (6.00cyl), 17.0 diopter lens model. An iol exchange for a difference equal to or greater than two diopters, indicates there may have been a calculation error. In this case, a 4.0 higher diopter power iol was selected. The 4.0 higher diopter power and the difference in cylinder between the original implant lens model and the replacement lens model (ccw0t5 to a ccw0t9) was an improved choice for the patient's vision needs. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for different diopter and model company lens. Clinical reason for explant mentioned as lens displacement. Additional information has been requested, received and stated there was no patient harm.